Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in had a needle through the catheter. The following information was provided by the initial reporter: " it is reported that during patient care at the time of channeling his left forearm using the 20 g IV catheter, it got stuck in the patient's vein, it could not be fully entered, so he removed it, and the mandrel was spiked. . The catheter was discarded and the process had to be repeated with another catheter".

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 20ga 1.16in had a needle through the catheter. The following information was provided by the initial reporter: " it is reported that during patient care at the time of channeling his left forearm using the 20 g IV catheter, it got stuck in the patient's vein, it could not be fully entered, so he removed it, and the mandrel was spiked. . The catheter was discarded and the process had to be repeated with another catheter".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photo. Visual observation of the photo revealed the needle had speared through the catheter tubing near the catheter tip. The reported defect was confirmed. This type of defect can occur during the manufacturing process due to misalignment or bent tubing. It can also occur in the clinical setting due to improper tip adhesion break, during venipuncture if the needle is advanced at a wrong angle, or if the needle is moved up and down the catheter tubing. Bd could not determine which scenario was more likely. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.